Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-72570. It was reported that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2024 due to an unknown reason. It was also reported that the patient's right atrial (ra) lead was capped and replaced on (B)(6) 2024 due to an unspecified impedance issue. Patient status was not provided.

Event description:
New information received notes that the patient presented remotely via merlin.net transmission. The ra lead exhibited low pacing impedance. The patient was in stable condition.